Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump became unresponsive during a supply change when the user attempted to confirm ¿yes¿ to seeing drops; the device accepted ¿no¿ and allowed press-and-hold again, but selecting ¿yes¿ resulted in no action, consistent with a screen or user-interface malfunction for the pump assembly. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included continued cgm use via the dexcom app or receiver and issuance of a replacement ilet with instructions for shutdown prior to return. Investigation included troubleshooting steps such as charging, firmware verification, bluetooth reset and reconnection, and app deletion and reinstallation. Investigation of this case revealed a persistent user-interface responsiveness failure consistent with a screen or input acceptance problem of the pump¿s display or touch interface. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction.